Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of user handling/ insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. Inspection of the objective lens cleaning function ¿inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. In addition, the following non-reportable malfunctions were found during the device evaluation: deformation of u/d knob, wear of angle wire, adhesive on bending section rubber has a chip, sw2 and the lock engagement lever scratched. Reprocessing survey info: the device was cleaned, disinfected, and sterilized before being sent to olympus; no delay in the start of pre-cleaning; air/water nozzle was flushed with water and air; no abnormalities in the accessories used for reprocessing; was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes; unknown if immerse the endoscope in the detergent solution; unknown if the customer flush the air/water nozzle / channel with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found foreign material coming out the nozzle during inspection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had leakage from the operating part. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.